Manufacturer narrative:
Nine low flow alarms have been logged since december 04, 2014 confirming the reported event. However, the log report shows parameters to be within normal operation. Waveform trends of this nature are indicative of normal pump operation. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed 9 low flow alarms. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event, with no returned device a probable root cause cannot be identified. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient was at home when a low flow alarm and a controller fault alarm occurred. The patient was told to go to the nearest hospital and then was transferred from the outside hospital to the treating facility and admitted. The interrogation of the controller showed low flow alarms over the past couple of days and a controller fault alarm from (B)(6) 2014 that reportedly resolved and had not reoccurred. The vad coordinator electively exchanged the controller. The patient tolerated the controller exchange and did not suffer any clinical symptoms. The device will be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted.